Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, the faradrive steerable sheath was successfully used to guide left sided vein ablation. After moving to the right sided veins, the physician attempted to draw an activated clot time (act) sample. As this sample was drawn, air was drawn into the flush port of the sheath through the hemostatic valve. The farawave catheter was removed from the sheath and the faradrive sheath was aspirated for all air within the line. The catheter was re-inserted, but as the sheath was aspirated with the catheter in the proximal portion of the sheath, air again was aspirated into the system through the hemostatic valve. The system was again removed, and the sheath was replaced. The procedure was completed and there were no patient complications. The sheath is expected to return for analysis.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, the faradrive steerable sheath was successfully used to guide left sided vein ablation. After moving to the right sided veins, the physician attempted to draw an activated clot time (act) sample. As this sample was drawn, air was drawn into the flush port of the sheath through the hemostatic valve. The farawave catheter was removed from the sheath and the faradrive sheath was aspirated for all air within the line. The catheter was re-inserted, but as the sheath was aspirated with the catheter in the proximal portion of the sheath, air again was aspirated into the system through the hemostatic valve. The system was again removed, and the sheath was replaced. The procedure was completed and there were no patient complications. The sheath was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.